Manufacturer narrative:
The event was not related to diabetes, glucose measurements. Customer care attempted multiple follow-up contacts to gather additional information. A review of the user's data confirmed the user is currently using the system with up to date information. This event is not related to the device and does not require further investigation.

Event description:
On march 10, 2026, senseonics was made aware of an incident where the user reported being hospitalized for observation. The user later clarified that the hospitalization was due to a stomach virus and dehydration.